Manufacturer narrative:
The field service engineer (fse) replaced the flow sensor assembly to address the reported problem. The part was not returned to the factory therefore no failure analysis can be performed for the failed part. Unit is back in service.

Event description:
On approximately (B)(6) 2017 a customer reported that the v60 ventilator had an alarm for co2 rebreathing. The unit was not back in service. The ventilator was not in clinical use at the time of alarm. There's no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
On approximately (B)(6) 2017 a customer reported that the v60 ventilator had an alarm for co2 rebreathing. The unit was not back in service. The ventilator was not in clinical use at the time of alarm. No patient harm was reported.